Manufacturer narrative:
During further troubleshooting it was identified patient was using apidra insulin. Customer technical support has informed reporter apidra is contraindicated for use with t:slim. No product was returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient has been experiencing high bg's (400 mg/dl).